Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the electrosurgical generator was used in combination with electrosurgical hemostatic forceps and the electrical output was weak and so hemostasis could not be achieved. The forceps was replaced by another one but no improvement in the ability to achieve hemostasis. The procedure was completed with electric with a delay of 10-15 minutes. Follow-up identified that saline was sprayed to clear bleeding site and drain the blood as the patient was bleeding a lot. The setting value of the device was normal (¿same as usual¿) but the bleeding could not be stopped. After replacing with another forceps, a cable cord from another manufacturer (a troubleshooting measure) and other similar device, the procedure was able to be completed. The device was inspected, and no abnormalities were found. Also, it was reported that there was no issue with the forceps used.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).